Event description:
Resident at nursing home was on air mattress and fell out of bed. Hit head on the floor and needed surgery because of injury.

Manufacturer narrative:
Incident was that the resident was in a nursing facility and was placed on our mattress about a week ago because the resident was developing bed sores. On the same day, sometime the nursing staff found that she had fallen out of bed and injured her head. She underwent surgery because of the injury to her head. The staff is claiming that the mattress rolled her out of bed. She was on an 1100 mattress 35 x 80 which does not have a lateral rotation feature. The MFR rep was contacted by reporter on the same day to inform him that about the incident. A second MFR rep contacted reporter at 1:17 on the same day to discuss the incident. Reporter stated that the bed she was on was an older invacare bed, possibly a semi-electric model. The bed lower to within 12-14" of the floor. He said that the bed did not have side rails. I asked if he could report back to me on the serial numbers of the mattress and blower unit that was being used. He replied on 4/30 that the blower unit has been set aside for evaluation by facility. Sunflower medical will be contacted with any updates of his findings. The mattress had been returned to their stock, and it could not be determined which mattress it was since the serial numbers of mattresses are not recorded, only blower units. The mattress will not be available for evaluation.